Event description:
The device was implanted on 4/11/95, for the infusion of fudr/heparin through the hepatic artery for treatment of cancer. On 12/10/96, the MFR received the following response to a device tracking polling letter from the pt which stated the following: this is to inform you I no longer have the device implant. This past summer (june 1996) after a year and a half of the device function, I became very sick with severe abdominal pain and constant vomiting. I was hospitalized and after many tests there were still unable to diagnose the trouble and as a result, the physician decided to explant the device. The device had been leaking causing a mass to form on my intestines. If you want more info concerning the device malfunction, contact the physician because I am still not clear as to what exactly happened.

Manufacturer narrative:
On 1/22/97, the physician informed the MFR via voice mail of the following: the patient developed pancreatitis and had a bleed at the site of tubing insertion into the gastroduodenal artery which the patient was explored for. Additionally, the physician stated that due to the inability to remedy the pancreatitis and bleed, the device was explanted on 5/23/96. The physician also informed the MFR that it could not be determined if the bleed from the site of tubing insertion caused the pancreatitis or if the pancreatitis caused the bleed from the site of tubing insertion. The device was not returned to the MFR for analysis; therefore, the MFR's investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this cat. Number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this event is inconclusive. The customer will be notified of the MFR's findings. No further details are available. The MFR is now closing the file on this event.